Event description:
It was reported that a novum iq large volume pump failed flow accuracy testing twice. The initial accuracy test failed, recording a volume of 23.69 ml. A subsequent test measured a volume of 23.33 ml. The accuracy/volume infused was off by an unknown amount. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: nothern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Functional flow accuracy testing was performed with no issues noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.